Manufacturer narrative:
The distributor performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4). Distributor performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during pre-use checkout. There was no report of patient involvement.